Manufacturer narrative:
Other text: additional information added to h6 and h10. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).a product sample was received for evaluation. Visual and functional testing were performed.four (4) samples were returned for evaluation; the samples were received in used conditions without original package. The pilot balloon of the samples returned was inflated using a syringe to detect any defects. A leak on the cuff was detected in four samples; the complaint was confirmed. He root cause of the reported issue was found to be the balloons were broken. No corrective action is required as there is no information if the product leaks in the pre-checked that suggest to the instruction for use, however an awareness notification was performed to production personnel.

Event description:
It was reported that from our operating theater on campus sint-jozef I received a message that a problem had occurred with a tracheal tube. It concerns article polar preformed tracheal tube with ref. 100/133/060. The problem was that the balloons were broken.